Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for increased hvli was observed. The alert was caused by the svc to can vector. The rv to svc and svc to can had been trending close to 200 ohms. The physician opted to program off the svc coil and use the rv to can vector for hv therapy.